Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The customer specified 2025-10-26 as the date of the incident. On the 26th of october 2025 a space line was inserted and the infusion started with a rate of 5ml/h and a volume of 30ml. The volume was change 50,73ml at 20:03pm. On the next day 01:42am the upstream alarm occurred, and the infusion stopped. The line was extracted. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space p, all cover caps on the screw pillars, and the black production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damages are to locate. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: after the functional test a pressure inspection has been done. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches all the required values and standards. All measured values are within our specification. Flow rate inspection a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,40%. The device matches the required values and standards. All measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "could I please request an investigation on the following device following reports of overdelivering medication. As these have both been raised as datix incidents. Infusomat space serial number: (B)(6). Infusomat space serial number: (B)(6). Both of these devices have been reported for over delivering on both occasions the bottle of medication was reported as empty despite there still being vtbi. I have checked the device logs and checked delivery rate matched what was reported to have been set up."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.